Event description:
The initial pressure of shunt was set on 60 mmm h2o but the pt's intracranial pressure did not change. The pt exhibited signs of increased icp such as headache, confusion, and vomiting. Note the complaint was reported to the affiliate and was reported to codman 5 days later.